Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to ffrw (far-field r-waves) on (B)(6) 2016.

Event description:
It was reported that the atrial lead exhibited far field r-wave (ffrw) oversensing. The lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.